Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited noise, high pacing threshold measurements, and high out of range pace impedance measurements due to a lead fracture. A revision procedure took place and this lead was capped and replaced. No additional adverse patient effects were reported.